Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had alarm which was generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement. Customer¿s blood glucose was unknown. Customer stated that insulin pump was exposed to magnetic field. Insulin pump will not be returned for analysis.